Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient experienced pain due to device migration and require pocket revision within seven months of implant. The device migrated laterally and caused pain again, due to device protrusion. The patient presented for a second pocket revision, however the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during the device explant procedure, infection was noted with pus and necrotic tissue on the muscle above and below the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6940 implantable tachy lead, (B)(6) 1998; 6945 implantable tachy lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.